Event description:
Procedure performed: davinci robot partial nephrectomy. Event description: limited information is available at the time of report. During the procedure the surgeon noticed that a small piece of plastic was in the patient's cavity and was able to remove it. Product is available for return. Additional information was received via email on 05aug2022 from user facility: there was no patient injury. The case was a davinci robot partial nephrectomy. Another ctf73 was used to complete the case. A davinci robotic instrument and laparoscopic instruments were being used at the time of the event. The plastic piece came from the cannula. The cannula broke at the tip. 1 cannula was inserted using the obturator prior to the incident. The break was identified during use. The trocar was inserted with rotation. There was no difficulty during insertion. The break was clean. The trocar was used with a robot. No clamp was used. No instrument was inside the trocar when the broken piece was noticed type of intervention: the case was completed with another ctf73. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the cannula tip fractured due to instrumentation coming in contact with the tip during the procedure.

Event description:
Procedure performed: davinci robot partial nephrectomy. Event description: limited information is available at the time of report. During the procedure the surgeon noticed that a small piece of plastic was in the patient's cavity and was able to remove it. Product is available for return. Additional information was received via email on 05aug2022 from user facility: there was no patient injury. The case was a davinci robot partial nephrectomy. Another ctf73 was used to complete the case. A davinci robotic instrument and laparoscopic instruments were being used at the time of the event. The plastic piece came from the cannula. The cannula broke at the tip. 1 cannula was inserted using the obturator prior to the incident. The break was identified during use. The trocar was inserted with rotation. There was no difficulty during insertion. The break was clean. The trocar was used with a robot. No clamp was used. No instrument was inside the trocar when the broken piece was noticed type of intervention: the case was completed with another ctf73. Patient status: no patient injury.